Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately/severely calcified proximal right coronary artery (rca). Predilation was performed with an emerge¿ mr balloon catheter. Subsequently, a 2.50x38mm promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. Initial attempts were made to cross the distal rca lesion with the stent but were unsuccessful. Upon removal of the stent delivery system (sds), the physician noted that the stent had come off the sds. Fluoroscopy showed the undeployed stent in the proximal rca. The physician have eventually decided to "crush" the stent at that location. The procedure was completed with another 2.50x38mm promus premier¿ stent that was placed in the distal rca. No patient complications were reported. There was a substantial delay in the procedure of approximately 45 minutes.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).